Manufacturer narrative:
The okm investigation found that a washer (that was part of the castor assembly) became loose. The loose washer damaged the thread on the castor spigot causing the castor to become loose. This caused stress to the castor spigot leading to a fracture. Furtner details obtained from the customer imply excessive use of the workstation in terms of manouvering and transporting between operating rooms, which has not been adequately reflected in frequency of servicing activities (conducted 18 months prior to the accident as opposed to a 6-monthly check required by IFU). A further update was requested on the current state of health of the nurse. The nurse is still having physiotherapy and will continue with this treatment until (B)(6) 2021.

Manufacturer narrative:
Additional information has been received. The customer telephoned olympus and reported the following: 'the castor broke off during transport. The customer was in the process of positioning the equipment cart correctly when the castor broke off. The equipment cart injured the customer's knee. She has had pain in her knee ever since. No sick leave was taken. However, she went to the doctor and is now receiving physiotherapy., a follow up request has been sent to confirm the condition of the customer following their physiotherapy. The faulty castor has been received by olympus keymed on 18 october 2021.

Manufacturer narrative:
Further information around failure and event have been requested. Olympus keymed will arrange for the castor to be returned for further investigation.

Event description:
The back right castor on the wm-np2 workstation broke off and the workstation started to fall over. The workstation was held up by a nurse and stabilized by propping a rack with wheels underneath the workstation.